Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness, near syncope, dyspnea on exertion, edema and a reduced ejection fraction. Right ventricular pacing induced cardiomyopathy was the leading hypothesis. The patient's implantable pulse generator was explanted and replaced with an implantable cardioverter defibrillator. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.